Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported for right side "for some time, patient felt the entire breast region sensitive and sore and imagined that it was a normal nuisance, since there is a foreign body inside the both. But the pain has been appearing more often and more intensely". Healthcare professional reported capsular contracture, baker grade iii. The device remains implanted.